Event description:
After 3 years of chlear implant use., this child is believed to have had an implant to his head around the implant site in 2005, after that incident, four electrodes were determined to be open circuit. In september a total of six electrodes were determined to be open circuit. No information regarding pt performance was provided. The healthcare provider reported that explantation and reimplantation surgery is scheduled.